Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the display screen was a little dark and it was hard to view descriptions on it. There was no patient involvement.